Event description:
Information was received based on review of a manuscript article titled, "initial postoperative outcomes of the g7 press fit hip arthroplasty system", which aimed to assess the short term performance of the new g7 acetabular component (manufactured by biomet). This study included one-hundred fourteen (114) hip replacements implanted in one-hundred ten (110) patients in 2013. The journal article reports the following adverse events: one (1) revision surgery due to infection one month postoperative, one (1) revision surgery due to fracture two months postoperative, one (1) irrigation and debridement procedure. In conclusion, the g7 acetabular system performed well and offered satisfactory postoperative hip, stairs, walking, and pain scores; and no initial clinical difficulties. These results offer continued use; however, it must be associated with a close mid and long term follow up.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the manuscript.

Manufacturer narrative:
This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. The following sections were updated: event or problem, brand name, catalog and lot number, patient and device codes, device evaluated by manufacturer, manufacturer narrative. The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: "early or late postoperative infection and/or allergic reaction." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a manuscript article titled, "initial postoperative outcomes of the g7 press fit hip arthroplasty system", there are multiple events reported in the article. This report addresses the patient that experienced a complication that led to irrigation and debridement but no revision. There has no further information provided and the patient outcome is unknown.